Event description:
A 25g x 1 in 25mm needle in a sealed and unused blisterpack contains foreign objects contaminated at the time of packaging. I'll attach photos. One-care safety needle, 25g x 25mm, distributed in the us by medivena, 1 glenlake pkway, ste 700, atlanta, georgia, 30338, +14045142586, info@medivena.com. Lot number is 220625, manufactured on 2022-06-25. Refer to additional documents in i2k.